Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging strip issue. The reporter alleged the verio-iq kit received only contained 8 strips instead of 10. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (01/30/2014)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2014 with the following finding: the patient claimed there vial of test strips contained 8 strips instead of 10. Pa noted there were an incorrect number of test strips in the vial. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.